Manufacturer narrative:
(B)(4). Medical devices: oss 5cm diaphyseal segment: catalog#: 150465, lot#: 559280; oss 7cm segmental femoral rt: catalog#: 150354, lot#: 626020; oss avl poly tib bushing set: catalog#: 161071, lot#: 944200; oss poly femoral bushings: catalog#: 150477, lot#: 159530; oss avl tibial lock ring: catalog#: 161073, lot#: 083450; oss axle: catalog#: 150480, lot#: 983170; oss poly lock pin: catalog#: 150478, lot#: 072120; oss avl yoke 12mm: catalog#: 161075, lot#: 071460; oss avl tib bearing 12mm: catalog#: 161068, lot#: 313140. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent right knee revision due to fracture of the stem. No further information is available.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Radiographs were provided and reviewed by a health care professional. Review of the available records confirms implant stem fracture. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.